Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and there was no failure detected related to the complaint. Voltage discharge testing was performed and the test passed. A review of the shared data log did not find any errors. The reported event of receiver ceased to function was not confirmed. The root cause could not be determined.